Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Testing indicated that the position potentiometer was non-functional, which caused the check clutch alarms. The position potentiometer was replaced and the ferrite collar was removed. After repair, the device was found to pass all delivery, accuracy and functional tests.

Event description:
A report was received that stated the pump alarmed "check syringe error (intermittently, after time)". No pt injury or adverse event was reported. Investigation results found check clutch alarm.